Event description:
It was reported during implant, it was not possible to insert the lead through the introducer without the guidewire. The lead was not used, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism, the proximal conductor was distorted, and the lead appeared to have been damaged at implant.